Event description:
Customer reported that she was hospitalized due to high blood glucose and dka. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error due to corrosion on keypad trace. The insulin pump had a missing end cap sticker.